Manufacturer narrative:
510k was listed as unknown because the device is not sold in the united states. Additional information: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot. The complaint report indicates that there is no sample available. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation. Unfortunately, without a sample we are unable to confirm the reported condition. If a sample should be returned the complaint will be reopened and the investigation updated to reflect our finding. Root cause and corrective action could not be determined without a sample to evaluate. This compliant cannot be confirmed without the sample returned. The associated data will be fed into the risk management quarterly report. It should be noted that follow up received from the initial reporter stated the tubing was tested in the facility and they were found not to be defective. The initial reporter also contacted the patient who also stated the incident did not have a relation with the tubing.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tubing of the unit was leaking. There was no harm to the patient.